Event description:
It was reported that the patient was charging the implantable pulse generator (ipg) frequently. The patient underwent an ipg replacement procedure, and the pocket was repositioned. The patient and was doing well postoperatively. The explanted device will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.